Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported, the transfer set was not replaced "since they had not gotten a chance". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed between the female connector of the transfer set and the patient line connector of the homechoice cassette. This occurred during drain two of four of peritoneal dialysis therapy. Renal therapy services (rts) advised caregiver (cg) to close all clamps and disconnect using aseptic technique. The cg would inform their peritoneal dialysis registered nurse regarding the issue. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.